Event description:
It was reported while using bd micro-fine ultra¿ pen needle, 32g the needles didn't deliver any insulin. There was no report of patient impact. The following information was provided by the initial reporter: the patient reports that the patient places a needle on the insulin pen. Then squirts out a few units of insulin to check if anything comes out. In a few cases, the needle appears to be clogged.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.